Event description:
It was reported the in (B)(6) 2007, the patient could not feel stimulation and it was believed that there was a "mechanical complication-low back pain." It was noted that the device was checked by a manufacturer representative, but any troubleshooting was unknown. Additional information received reported that the event was due to battery depletion. It was noted that the stimulator was changed out on (B)(6) 2007. It was stated that the patient did not feel stimulation, which lead to the replacement. The patient had lower back pain and right leg pain. The patient did not require hospitalization. It was stated that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).